Event description:
In 2002, pt had a holter monitor placed to evaluate cardiac function over 24 hours. The next day, holter monitor report revealed a basic sinus rate from 24-99 beats per minute with some first degree av block. There were no sustained atrial or ventricular arrhythmias. The pt also had some pauses longer than 2 seconds during sleep hours. Based on holter monitor report pt underwent pacemaker placement for marked sick sinus syndrome with heart rate documented at 23 bpm. Pt recovery uneventful, no pt harm. On the following week, the sxp scanner was found to have a malfunction that resulted in false bradycardia readings.